Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Reprogramming was attempted by an abbott representative to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a competitor ipg.